Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Boston scientific technical services (ts) determined that this device's power consumption was higher than expected. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.